Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set experienced component separation. The following information was provided by the initial reporter: may have a faulty luer connection. It was reported that the connection is not holding at the primary IV set. The issue is with the tubing connection coming apart or not holding and the IV disconnecting.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mpx5300-c lot number 22099431 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd maxplus pressure rated extension set experienced component separation. The following information was provided by the initial reporter: may have a faulty luer connection. It was reported that the connection is not holding at the primary IV set. The issue is with the tubing connection coming apart or not holding and the IV disconnecting.